Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had severe aortic stenosis and horizontal aorta measuring at 61 degrees. During the procedure, the ds was inserted through the right common femoral artery with a 20fr introducer sheath (is). The valve was targeted to be deployed at a depth of 1mm on the non-coronary cusp (ncc); post-implant, upon checking with fluoroscopy views, the valve had migrated upwards with a final depth of 0mm on the ncc. The physician's team waited for another 10 minutes to observe if there is any additional migration towards the ascending aorta. A second 27mm navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be deployed at an optimal depth with acceptable hemodynamic outcomes. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes that the self-centering of the navitor stent after being completely released may contribute to the valve migration due to horizontal aorta. The patient was in a stable condition.

Manufacturer narrative:
An event of valve migration post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported valve migration could not be conclusively determined. It is possible that the procedural condition (implant depth) may have contributed to valve migration. The surgical intervention was result of valve-in-valve implant. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had severe aortic stenosis and horizontal aorta measuring at 61 degrees. During the procedure, the ds was inserted through the right common femoral artery with a 20fr introducer sheath (is). The valve was targeted to be deployed at a depth of 1mm on the non-coronary cusp (ncc); post-implant, upon checking with fluoroscopy views, the valve had migrated upwards with a final depth of 0mm on the ncc. The physician's team waited for another 10 minutes to observe if there is any additional migration towards the ascending aorta. A second 27mm navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be deployed at an optimal depth with acceptable hemodynamic outcomes. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes that the self-centering of the navitor stent after being completely released may contribute to the valve migration due to horizontal aorta. The patient was in a stable condition.